Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the static image, loss of image, loss of scope ID data, the b30 error and the e216 error occurred due to a defective image sensor unit, defective internal board of the video connector, or the system. A final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, the device yielded no image. There was also generation of image noise. There is no harm to any patient or healthcare professional.upon evaluation of the returned device, it was observed that due to corrosion on video plug, caused by water invasion, b30 scope communication error and e216 scope communication error occur. Due to damage on charge couple device (ccd) unit, image noise occurs and temporary the image cannot be seen. No scope ID data due to breakage of ID data.

Manufacturer narrative:
Full name of the facility is (B)(6) hospital. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that due to corrosion on video plug, caused by water invasion, b30 scope communication error and e216 scope communication error occur. Due to damage on charge couple device (ccd) unit, image noise occurs and temporary the image cannot be seen. No scope ID data due to breakage of ID data. Other observations for the device: due to damage on insertion pipe, insulation resistance value does not meet the standard value; distal end rubber coating (a-rubber) has a scratch; adhesive on a-rubber has a chip; due to wear of angle wire, bending angle in up direction does not meet the standard value; video connector has a crack; label on video connector is peeled; and switch (sw) sw1 has a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Addendum (B)(6) 2022: when event occurred is not known, but there was no patient involvement. Information on inspection of device prior to use is not known.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The information on devices used in conjunction with the device at the time of the event is not available. Event date is not known.